Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 140 mg/dl. It was explained to the customer that in order to do troubleshooting they need to change infusion set and reservior. The customer was advised after the troubleshooting was performed that we will sent him new infusion set because his tubing is occluded. The problem was resolved and no furher information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)